Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down and would not turn back on. This happened while connected to a pt, it is unk if the ventilator alarmed. No allegations of pt harm.